Manufacturer narrative:
Concomitant product(s) : product ID: 3389s-40, lot# va0fbwl, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The patient reported that she did not have tremors anymore, but she was having a lot of problems since the implant. Since she was implanted, she could not play the piano anymore. She reported the two halves of her brain did not work together. The patient was falling a lot and could not get up without help. The healthcare professional had readjusted her settings a number of times and it did not do any good. The indication for therapy was parkinsons dual and movement disorders. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the health care professional (hcp) reported troubleshooting included reprogramming, a referral to occupational and physical therapy, and a medication review. Diagnostics included a repeat brain MRI with no acute changes.